Manufacturer narrative:
A company service rep confirmed the reported failure. The battery icon referenced in the event report indicates that there is an error charging the battery. The company rep replaced the power management board (670-00-0767). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
During an in-service training session, the company rep observed that the iabp did not work on batteries but did work on main power. He also observed a battery icon with a red triangle and an exclamation point that was displayed on the lower right corner of the display. No pt was involved.